Event description:
It was reported that the patient presented for in-clinic follow up. A chest x-ray revealed that the right ventricular lead had dislodged from the initial implant position. The patient was scheduled for revision, however during the procedure, fluoroscopy was performed, and the physician observed an insulation breach at the location of the tie down. The lead was explanted and replaced. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-16494. It was reported that the patient presented for in-clinic follow up. A chest x-ray revealed that the right ventricular lead had dislodged from the initial implant position. The patient was scheduled for revision, however during the procedure, fluoroscopy was performed, and the physician observed an insulation breach at the location of the tie down. The lead was explanted and replaced. The right atrial lead was also explanted due to an insulation damage discovered during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and insulation damage at tie down location. As received, a complete lead was returned in one piece with the helix retracted clogged with tissue. Once cleaned, torque was applied directly to the connector pin, and the helix could be retracted and extended. The full measured helix extension length was within specification. Visual inspection of the lead found the outer insulation was cut at the suture sleeve tie impression region which was consistent with procedural damage. The cause of the reported event of was isolated to procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.